Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient reported she received an e4 (occlusion) message on her insulin infusion device. To troubleshoot, the patient was instructed to disconnect from her infusion headset and bolus 3 units of insulin which went through without error. It was suggested the issue might be her headset. The patient stated she had just changed her headset as her blood glucose reading was elevated to 485 mg/dl because she forgot to change her headset on the third day. The patient was advised to change her headset again and when she removed it, there was blood at the site. She stated, "I went in too deep and hit a nerve." She stated the cannula was not bent. After changing the headset, the patient was able to bolus without occlusion. On follow up, the patient stated her blood glucose readings are within her target range of 150 mg/dl and she has had no further issues. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.